Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-01701. It was reported that during the ipg replacement procedure (reference reg report: 1627487-2019-03995), high impedances were diagnosed on all the lead contacts. Troubleshooting did not resolve the issue. As a result, surgical intervention may be pending to address the situation.